Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis showed that the tsw35 device was received in good visual condition and with a cartridge pan dislodged. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel.

Event description:
It was reported that during an unknown procedure, the stapler stopped firing, mid firing. There were no patient consequences. Case completed with another device of the same product code.